Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician stated that the right ventricular (rv) lead had failed; impedance measurement was found to be at 1450 ohms. The clinician reported that the original rv lead implant parameters review found a lower rv threshold value, and a higher rv pacing lead impedance in the 1900-ohm range. The physician chose to extract and replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.